Event description:
A ventilator was returned to the service center for evaluation. There was no harm or injury reported. During the evaluation of the device, the device failed a step during testing. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device, the device failed a step during testing. Unit identified as aecm failure. The customer does not want any repairs done to the unit. Unit will be returned unrepaired. It was noted that the device was not needed for inventory and the unit will be scrapped.